Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchonization therapy defibrillator (crt-d), left ventricular (lv), right atrial (ra), and right ventricular (rv) leads were explanted due to an infection.